Event description:
It was reported that during a lap chole procedure, the devices locked and would not fire clips. This occurred with all three devices. A fourth device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the er420 instrument a was returned in good visual condition. The instrument was cycled, fed and formed the first four clips confirming; the remaining three clips were ejected. The instrument locked out as intended. No locking/jamming issues were noted during functional testing. The analysis results found that the er420 instrument b was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. No locking/jamming issues were noted during functional testing. The analysis results found that the er420 instrument c was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. No locking/jamming issues were noted during functional testing. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.